Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar/ramping numbers without button press noted. The insulin pump sensor feature functioned properly. Monitored insulin pump and no repeated calibrate alarms on display noted. No unexpected auto off alarms noted during monitoring also. The insulin pump had cracked on reservoir tube and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had auto off alarm and keypad anomaly. The blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was not performed. The device was returned for analysis.